Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service agent that the ventilator measured lower peep (positive end expiratory pressure) than set and its exhaled tidal volume (vte) levels were low. The service agent also advised that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels and low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm.